Event description:
The customer reported that the heartstart mrx defibrillator was not able to complete the opcheck test and the qcpr green led turns on and off. There was no patient involvement.

Manufacturer narrative:
(B)(4).